Manufacturer narrative:
Patient ID: (B)(6). Additional product codes: mni, mnh, kwp, kwq. Device has not been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a pediatric patient was implanted at t4-l2 (55° right main thoracic curve, lenke type 1) in (B)(6) 2013. Approximately one year post-operatively, patient noticed some pain on her right lower side, including the hip region. Post-operative computerized tomography (CT) images taken on (B)(6) 2014 confirm patient is fused, but a small stature nut has come loose at right l2; this was not noticed on any prior CT images. There has been some loss of correction. All hardware remains implanted. Explant or revision is not planned at this time; however, the patient will continue to be observed. This is report 1 of 1 for (B)(4).